Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to the time of death. It was noted that the pd therapy was ongoing up to the time of death, but that the patient was not hooked up to the machine when they passed away. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A visual inspection was performed. A power on self-test and one hour therapy were successfully performed. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.